Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage on the device. There was an error code 1871 revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had error 1871. Event occurred while patient use, during infusion. There was known patient involvement and no patient harm/adverse event reported.